Manufacturer narrative:
The 2008t hemodialysis machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed which identified an air detect alarm and high venous pressure alarms. The service documentation revealed that the level detector module was replaced, and then the air detector and venous pressures were calibrated to resolve the issue. Additionally, the blood leak detector was calibrated as a precautionary measure. No other problems were identified during the on-site evaluation. Following the service activity, the system was restored to full functionality. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The level detector alarm was able to be duplicated during the on-site evaluation. Therefore, the complaint event was confirmed.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported an air detector alarm was generated while a patient underwent treatment on a 2008t hemodialysis machine. The blood tubing set was discarded without a return of the blood within the circuit. The patient was switched to another machine and successfully completed treatment. No patient complications occurred as a result of this event and no medical intervention was required. The patient's estimated blood loss from the discarded circuit was approximately 300cc. The regional equipment specialist (res) replaced the level detector module to resolve the issue and the biomed confirmed that there has not been a recurrence of the reported issue. The system remains in use at the user facility.